Event description:
It was reported that a previously implanted trochanteric fixation nail (tfn) was discovered to have broken. The original surgery was a prophylactic nailing for bone lesions approximately three and half years ago. The break was confirmed via x-ray on (B)(6), 2014. It showed that the lesion had eaten away the bone, and the break occurred at the helical blade interface. The revision included removal of part of the broken nail and the addition of a plate. The remaining intact part of the nail (from the helical blade interface to the distal end of nail) remains implanted. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Patient ID reported as (B)(6). Event date: unknown. Additional product code: hwc. Approximately three and half years prior to revision on (B)(6), 2014. Device was not explanted as some it stayed in the patient. The proximal end of the device was removed on (B)(6), 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.